Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: drg, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7791320.

Event description:
It was reported during a system explant (manufacturer report number: 1627487-2023-01508) on an unknown date due to ineffective stimulation the lead broke and partial remains implanted.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.